Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The carrier board was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was an error resulting in a system required restart. There was no report of patient involvement.